Event description:
It was reported that the health care professional (hcp) called with concerns about this right atrial (ra) lead. Technical services (ts) reviewed the device data and determined that there is atrial undersensing. Additionally, the ra amplitude has dropped, and the ra pacing impedance increased from the 500 to 700 ohms range over the past week. Ts recommended further evaluation of the ra lead. No adverse patient effects were reported. This ra lead remains in service.